Manufacturer narrative:
(B)(4). (Missing code) intraocular lens.all pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.

Event description:
It is reported that the lens was explanted and replaced due to the patient's inability to see at post-op visit. It was stated that the patient was brought to recovery in good condition.

Manufacturer narrative:
Evaluation: the iol was received cut in pieces across the optic. This condition precluded being able to measure the diopter. However, visual inspection of the optic parts was conducted with no deviations observed. Diopter measurement records from this particular lens were verified and showed to be within specifications. Results showed the lens to measure 20.0 d and is correct as labeled. Our investigation revealed no product deficiency. Our investigation to date suggests this event was not caused by the lens. Our investigation reasonable suggests it is not due to a manufacturing issue. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).